Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient experienced painful bladder on (B)(6) 2010 and is taking elmiron, nortyptyline and neurontin. The patient is looking for further treatment of bladder pain and is interested in instillation therapy using heparin, lidocaine, and sodium bicarbonate instilled into the bladder. The patient is aware of the risk of infection but has not had many urinary tract infections and will self catheterize herself. The patient had a recent urinary tract infection that grew strep b and was treated with amoxicillin. The patient also had a cystoscopy in 2009 and a CT scan of her kidney, ureter, and bladder in 2010. It was reported that the patient experienced chronic pelvic pain and gross hematuria and underwent cystoscopy, a bilateral retrograde pyelogram and bladder hydrodistention on (B)(6) 2010. It was reported that the patient underwent first stage interstim due to urinary frequency and intermittent retention on (B)(6) 2011. After surgery the patient experienced urinary frequency as result of incomplete bladder emptying and bladder pain on (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, incomplete bladder emptying, leakage, urge incontinence, urinary urgency, and hematuria. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a gynecological procedure to treat pelvic organ prolapse and a mesh was implanted. It was reported that after implantation patient experienced pain, infection, urinary and bowel problems, recurrence, bleeding, dyspareunia, vaginal discharge, odorous urine, and need for daily self catheterization. It was reported that in 2007 mesh was revised by implanting surgeon. (B)(4) - urinary and bowel problems; undefined recurrence; dyspareunia.